Event description:
It was reported that "the metal cap came off inside of the patient during surgery. The cap was removed safely from the patient." The procedure was completed with the use of a second fiber. Patient outcome "no complications" reported. Additional information not reported.